Manufacturer narrative:
MFR reference no.: (B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The sys error 322 alarms were confirmed through an event history log review. The cause was undetermined . If any additional info is received a follow-up will be sent. The lower auxiliary assembly was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
During the eval of a returned spectrum infusion pump, 15 occurences of "system error 322" alarms were identified in the event history log. Any pt involvement, injury or medical intervention is unk since these items were found during eval of the device.